Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. As a result, the patient underwent surgical intervention during which the device was explanted. After explant, it was noted one set screw was not tight enough to secure the lead.

Manufacturer narrative:
The reported events of not being able to activate MRI-mode and for one of the set screws not being able to secure the lead were not confirmed. As received the ipg communicated normally via blue screen utility and patient programmer. The ipg charged normally. The ipg was functionally tested to manufacturing specifications using the auto tester and passed all tests. The test includes testing of the MRI mode circuitry. A lab lead was inserted into the returned ipg header and was verified to be properly secured with the set screw. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.